Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit's navigation ring failed. There was no patient involvement. Event date not specified, estimate used.

Manufacturer narrative:
Date of report : 04jun2019, date rec¿d by MFR : 08may2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. When trying to calibrate the unit became unresponsive and had to be unplugged and the battery disconnected. The fse replaced the front bezel and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.